Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic. The atrial lead exhibited noise resulting in automatic mode switch episodes. No intervention was reported and the patient would be monitored.